Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been received for evaluation. If it is received, an investigation will be performed and a supplemental report will be submitted. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported when an embolization coil implant was being inserted into a microcatheter, the coil encountered high friction. The coil was attempted to be removed, but the coil detached unexpectedly in the microcatheter. The coil was withdrawn along with the microcatheter and successfully removed from the patient. Subsequently, the procedure was successfully completed. There was no reported injury to the patient or intervention.

Manufacturer narrative:
Additional information: h2, h3, h4, h6, h10 (summary device evaluation). Summary device evaluation: the pusher and microcatheter were the only components received for evaluation. The investigation of the returned coil system found the pusher severely stretched and stuck inside the returned microcatheter. The investigation found the microcatheter damaged 13" from the distal tip. This damage creates a decreased inner diameter which is consistent with the device encountering high friction during advancement or retraction. The implant appeared to be thermally detached from the pusher using a detachment controller during the procedure. The pusher's monofilament profiles a mushroom shape at the tip which is consistent with a successful detachment; therefore, the reported complaint is unconfirmed.